Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 415 mg/dl with high ketones. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids. Reportedly, customer left the emergency room 4 hours later with customer in stable condition (bg 125 mg/dl).